Manufacturer narrative:
D9 - device available for evaluation: no additional information in b5.

Event description:
Additional information received stating that there was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
An incident involving 7" (18 cm) appx 1.4 ml, smallbore quadfuse ext set w/4 microclave® clear, 0.2 micron filter, 3 check valves, 4 clamps, rotating luer reported that 4-way connector was leaking at filter and standard concentration tubing leaking at filter (antiarrhythmic drugs line). There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6). (B)(6) hospital.